Manufacturer narrative:
A speaker was return for analysis. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. An investigation was performed and the product analysis technician reported that the root cause was due to an electrical open in the speaker .

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 19feb2021.

Event description:
It was reported that the ventilator displayed a post primary audible failed error code during pre- use checking. There was no patient involvement. The manufacturers international service technician confirmed the reported issue. The manufacturers international service technician confirmed in the event log that there had been a failure in the speaker connected to the power management board and it had been causing the error code. The manufacturers international service technician replaced the speaker to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.